Event description:
It was reported that during a total gastrectomy there was a failure of the suture. Hand stitch was sutured to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.